Event description:
It was reported by a foreign distributor that a patient sustained an ulcerated lesion to the calf area following hair removal treatment with a lumenis lightsheer duet laser. The patient is reported to have been administered dexamethasone, neomycin, cicalfate cream, auriderm, and a skin lightening cream as prophylactic treatment.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility directly to request patient treatment settings and patient photographs which were provided by the facility. The foreign distributor reported that a lumenis-trained technical engineer examined the subject device concluding that the device operated within manufacturer's specifications. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the probable cause to be operator error, aggressive treatment settings and poor technique in contradiction to device labeling, common medical practice, and subject device training.